Manufacturer narrative:
Correction: section b3: date of event should have been (B)(6) 2021 rather than (B)(6) 2021. Section b5: the revision surgery date should have been (B)(6) 2021 rather than (B)(6) 2021. Section d10: the therapy date should have been (B)(6) 2021 rather than (B)(6) 2021. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that only one lead was migrated and hence surgical intervention was undertaken on 07 apr 2021 wherein the lead was repositioned, addressing the issue. It is unknown which lead had migrated and was repositioned, therefore for both leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-14479. It was reported the patient was not receiving effective stimulation due to lead migration. Lead migration was confirmed via x-rays. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein both leads were repositioned to their desired positions. This addressed the issue. Patient denies any trauma.